Event description:
It was reported that the transradial kit was opened and the md had experienced extremely limited flashbacks. The insertion site was the pt's wrist. The md tried to fain access by repeating the needle stick. The md then flushed the needle and water shout out at an acute angle. As a result, the md used a needle from the hospital's stock. The event occurred in the cath lab. There was a delay in the procedure; however, there was no reported harm to the pt. There were no reported complications. Medical/surgical interventions was not required. The pt outcome is the pt is okay.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.